Manufacturer narrative:
This report is for an unknown plates /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, that a patient had post-op removal of osteosynthesis material from the radius due to metastasis. On an unknown date the patient had an accident, a tree fell on him with direct trauma to the left forearm. Due to the severity of the trauma, the patient had to be hospitalized initially, managing the soft tissue condition due to severe edema. The patient presented with the risk of compartment syndrome, once the tissue conditions improved, he was taken to surgery. An osteosynthesis of the ulna and radius was performed. After the procedure, the evolution of the postoperative period was observed, and the patient was discharged due to improvement in the edema and decreased risk of compartment syndrome. Approximately forty-five (45) days after the surgery patient stated that he had "swollen". A retained hematoma was verified. Surgery and drainage of the hematoma was performed, but when the clots were drained, the patient presented abrupt bleeding due to a hidden traumatic vascular lesion that was revived when the limb began to move and manifested itself with the hematoma. The hematoma required management by a vascular surgeon. Later, the patient consulted the emergency department for presenting wound secretion. The patient was hospitalized and started on antibiotic treatment for an infection of the operative site. The patient was taken to surgery for drainage of the abscess. After several washes and the infection was controlled. However, the secretion persisted, and it was identified that it came from the radius area. It was decided to remove the osteosynthesis material from the radius due to metastasis, remove the material, wash the surgical area and manage the secretion, the patient is subsequently discharged with ambulatory antibiotic management. A metastasis was suspected due to the appearance of the secretion and the history of osteosynthesis. Patient outcome is unknown. Concomitant devices reported: plates: distal radius (part number unknown, lot unknown, quantity 1), screws: trauma (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown plate. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: 223.621. Lot: 3l81196. Manufacturing site: (B)(6) release to warehouse date:(B)(6) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional product code hwc, ktt device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: this complaint involves fourteen (14) devices. This (B)(4) captures ten (10) out of 14 devices and (B)(4) captures four (4) out of 14 devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.